Event description:
After firing, the tissue was not cut complete and the device could not be removed from the cavity. The surgeon squeezed the handle again and removed the device. There was bleeding from the anus. The surgeon converted to an open procedure and reinforced the anastomosis with suture.